Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator malfunctioned and failed to open. The unit emitted a beeping sound when the rn attempted to retrieve medication, requiring the use of a fridge key to access the contents. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn 16195967 was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator did not open and produced a beeping sound when the user attempted to retrieve medication, requiring the use of a key to access the compartment. The field service engineer (fse) removed and replaced the control board and door latch and configured the control board to resolve the issue. The pharmacy technician tested the door, and the functionality was confirmed to be operating as expected. The system functioned as intended after the field service engineer repaired the device.